Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate the associated anchor was not returned and therefore not available for a physical evaluation. However proximal anchor breaks in hard bone have been associated with out of spec drill bits. The dimensional inspection confirmed the drill bit was out of specification and the failure was attributed to human error during manufacturing. Nc has been initiated at mitek to capture supplier CAPA for this issue. Appropriate measures and corrective actions were implemented to mitigate this failure. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4) incomplete. Associated medwatch(s): 1221934-2018-51742, 1221934-2018-51743, 1221934-2018-51745, 1221934-2018-51746, 1221934-2018-51747. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported that dr. (B)(6) had 3 gryphon anchors #210814 break during shoulder surgery in a (B)(6). The tops of all three anchors fractured off upon inserting them with a mallet into the properly drilled hole through the drill guide. The surgeon had to spend time to remove the lose anchor bodies from the joint with delayed surgery. There was no patient consequence and the doctor left all the anchors in the bone. Sales rep stated the case was delayed five minutes. Additional info based on feedback from our marketing department, the drill bits should have been included. See related complaint (B)(4). Customer is sending back the 5 drill bits in their inventory for evaluation.